Event description:
Patient stated that his v-go's came off. Patient stated he had one underneath his arm and he sweats a lot, felt a sting and v-go fell off. Patient stated that another was placed on his belly while sitting down and it came off.